Event description:
Information received by medtronic indicated that when inserting batteries the insulin pump was getting really hot and draining them straight away. Troubleshooting was performed. Battery compartment was over heating. There was no damage to battery compartment, insulin pump case and battery cap. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Pump received with blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self-test and displacement accuracy test due to blank display. After 5 minutes of inserting battery, pump device was heating up. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator, or corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and cracked retainer. Blank display was confirmed during analysis and problem was isolated to pcba 1. Pump failed to download history files and traces due to blank display. Device heating up confirmed after 5 minutes of inserting battery. Cosmetic damage confirmed located at the retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.